Manufacturer narrative:
Additional information was received documenting the measuring chamber on the analyzer had been replaced in (B)(6) and this corresponding to the time frame when the customer noticed the issue with so2.

Manufacturer narrative:
A specific root cause could not be identified. An issue with the fluid pack used on the analyzer was a likely cause of the event. Review of the provided qc data showed the customer's instrument was configured with qc warnings but no qc locks were in place for the po2 assay. During the time frame of the event, sample measurements were performed even though qc had failed. Product labeling states to perform at least two quality control tests on different levels once daily or more often in accordance with local regulations.

Manufacturer narrative:
Investigation showed qc failures (qc values below the target values) for po2 on cobas b 123 poc systems, affecting primarily level 1 and 2, caused by a calibration issue with the po2 assay. The calibration issue was due to excess oxygen in one of the calibration solutions contained in the fluid pack lot. Detection of this issue is not guaranteed given qc results can be below mean values but still within 2 standard deviations (sd) limits. Therefore there is a potential for erroneously low po2 results in patient samples, especially in blood samples with po2 values below 50 mmhg. Medical risk is unlikely as the discrepant low po2 would be unbelievable in the context of the patient's condition. Po2 is not a stand alone test and the result must be reviewed in context with so2, pco2, ph, and the clinical status of the individual patient. Harm to the patient is unlikely. Additional quality steps in the manufacturing procedure have been identified and are to be implemented.

Manufacturer narrative:
Clarification of the information previously provided was received. For patient 2 on (B)(6) 2014 at 10:55, the result of 85.8% was generated on the cobas b123 after 4 liters of oxygen were administered to the patient. A pulse oximeter reading was also taken after oxygen administration and the result was 94%.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer discovered questionable so2 (oxygen saturation) results from the cobas b123 analyzer when the results were compared to a pulse oximeter (fingertip oximeter pc-60b). Of the data provided for seven patient samples, the results for five patient samples were discrepant. Patient sample 1: result from the cobas b123 analyzer on (B)(6) 2014 at 16:43 was 85.2%. The pulse oximeter result was 92.1%. Result from the cobas b123 analyzer on (B)(6) 2014 at 11:44 was 80.6%. The pulse oximeter result was 94%. Patient sample 2: result from the cobas b123 analyzer on (B)(6) 2014 at 10:55 was 85.8%. The pulse oximeter result was 80%. Result from the cobas b123 analyzer on (B)(6) 2014 at 10:29 was 90.8%. The pulse oximeter result was 95%. For patients 1 and 2, information concerning which result was reported outside the laboratory and if the patients were adversely affected was requested, but was not provided. On (B)(6) 2014: patient sample 3 ((B)(6)): the so2 result from the cobas b123 analyzer was 88.5%. The result from the pulse oximeter was 97%. This patient also had their own pulse oximeter at home. The result with this instrument was 97%. Patient 4 ((B)(6)): the so2 result from the cobas b123 analyzer was 90%. The result from the pulse oximeter was 99%. Patient 5: the so2 result from the cobas b123 analyzer was 87.0 %. The result from the pulse oximeter was 89-92%. For samples 3, 4 and 5, the samples were taken from the patient's ear. The measurements between the two instruments were done with two minutes of each other. According to the customer, the results from the pulse oximeter were more plausible and fit better to the patient's status. There was no adverse event.